Event description:
It was reported that the patient felt 'weird beats' in the heart for '45 minutes' to include shortness of breath, no chest pain and decrease in energy. The patient was encouraged to follow up with physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.